Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the obgyn surgical technician that was present for the procedure reported that the endoscope camera assembly fell from the c-ring of the endoscope camera manipulator (ecm) arm and hit the patient¿s face. The patient¿s face was padded per hospital protocol, and the reporter confirmed that the patient did not sustain any injury. The trocar where the camera was placed remained in the patient with no issues or harm occurring. An or nurse stated that according to the surgeon, this event did not affect the procedure or the patient outcome. The case was completed robotically as planned with no delay, and there were no post-operative patient complications. The surgical technician reported that the system was inspected prior to use, all arms functioned well, and no arm collisions occurred throughout the procedure. The surgical technician installed the endoscope camera by first sliding the tip into the trocar at the patient, then snapped the camera head into the sterile adaptor and ecm c-ring and heard the expected click. The surgical technician then tugged on it once or twice to make sure it was locked in place. The patient was positioned in a fairly steep trendelenburg position. The da vinci system was docked from below with the camera head pointing straight ahead. Two of the three arms were used at each side and at an angle of about 45 degrees, the third arm was not used. The surgical technician did not recall at what exact point during the procedure that the camera fell off, but did state that it fell off when the surgeon was lowering the ecm arm down to visualize the uterus. The camera was re-installed and was checked throughout the rest of the procedure and no further issues occurred. At the time of the report, the system had been subsequently used for several days with no issues.

Manufacturer narrative:
(B)(4).